Manufacturer narrative:
B3. Date of event- used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that stent recoil occurred. A synergy xd drug-eluting stent (des) was implanted at an acute bend, but separation of the stent struts occurred on the outer curvature at the hinge point. When post-dilatation was performed, the synergy xd des appeared to recoil at the hinge point due to the scaffolding separation. No patient complications and no further issues were reported.